Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that they received assistance from their doctor or manufacturing representative and their concerns were resolved. It was noted that the patient had appointments on 2013 (B)(6) and 2013 (B)(6).

Event description:
Additional information received reported that the manufacturer representative met with the patient and provided education on how to use the recharger. Additional information received reported that the best coupling that the patient could get was 4 bars. It was noted that the patient had to sit perfectly still to get 4 bars, but she would lose them at the slightest movement. It was noted that the implantable neurostimulator (ins) was close to the surface of the skin and there was not anything usual at the pocket site. It was noted that the recharger and the antenna had been replaced.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had challenges when recharging. At the end of (B)(6) 2013, or beginning of june, the patient¿s skin was burned from the recharger antenna being placed directly on her skin. The patient¿s skin was on the antenna when it was removed. Her skin did not blister. This had healed, but every time the patient charged it would get too hot and she had to stop. There were no temperature messages on the recharger. The patient also was sore from trying to get more coupling bars when recharging. The patient was advised by a company representative to not place the antenna right on her skin. The patient noted that her stimulation was working wonderfully and was ¿awesome.¿ the patient had a follow up appointment in a few days and requested a representative be present. A new recharger was ordered for the patient. Additional information received reported that the company representative was not under the understanding that the patient was actually getting burned. It was stated that there was never a temperature indicator. It was stated that the patient was using the recharger over the incision and the representative told the patient to wait "a little longer" before recharging, and not to go right over the incision when recharging. The patient had possibly been seen on (B)(6) 2013, but the burn was not brought up by the patient. It was stated that the health care provider had noted that the patient was "doing great with the therapy".